Manufacturer narrative:
(B)(4). The customer returned one endurance device for evaluation. Visual inspection of the catheter valve revealed a small hole near the center of the white proximal valve. After the catheter failed functional testing the blue cap was broken open to expect the valves inside. The hole was observed to be continuous through both the proximal and distal valves with no signs of the slits. The hole appears rough and jagged. The sample was attached to a 5ml syringe at the side extension hub and water was flushed through the catheter and out the distal end. The catheter functioned as expected with no leaks observed. The sample was then clamped at the distal end of the catheter and flushed again with the 5ml syringe. Leaking was observed out the back of the valve. A DHR review was completed with no relevant findings. The customer complaint of the catheter leaking was confirmed through this investigation. The returned device was found leaking during functional testing and a hole was observed during visual inspection throughout both internal valves. A DHR review was completed with no relevant findings. Based on the sample received, the root cause of this investigation is deemed manufacturing related. A non-conformance was initiated to further investigate this complaint. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Inserting clinician reported that the endurance catheter was leaking blood at the "sealed" hub upon removal of the introducer needle from the integrated system. The reported defect was detected during use/removal. The patient condition is reported as "fine". There was no patient injury/conseq uence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
Inserting clinician reported that the endurance catheter was leaking blood at the "sealed" hub upon removal of the introducer needle from the integrated system. The reported defect was detected during use/removal. The patient condition is reported as "fine". There was no patient injury/consequence. Therapy was not delayed/ interrupted.